Event description:
It was reported by our italy affiliate that a during a transcatheter aortic valve replacement tavr with a 26mm sapein 3 valve, it was implanted with 2ml less than nominal volume, after the valve was deployed a controlled injection of contrast was performed which revealed periprosthetic leak. It was then decided to post-dilate the valve by adding 1mlto the 26mm commander delivery system (ds) balloon. This would complete the procedure with a final volume of 1ml less than nominal volume. During post-dilation, the balloon slipped toward the ventricle, after post-dilation, the contrast injection revealed significant insufficiency within the valve and the patients hemodynamic condition worsened. Resuscitation procedures began with deep sedation, intubation of the patient and cardiac message while simultaneously a second 26mm sapien 3 valve with 1ml less than nominal volume was prepped and implanted. After the implantation of the second valve, the patient's hemodynamics improved. Angiographic checks with contrast injections and ultrasound examinations were performed. The outcome of the procedure was good. The patient was stable at the end of the procedure. The cause of the insufficiency within the first implanted valve was caused by the balloon slipping into the ventricle during post-dilation.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering and clinical evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve/pre-stent and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. There was no allegation or indication that a product malfunction contributed the paravalvular leak. Investigation findings indicate that the paravalvular regurgitation occurred because the device was implanted with 2 ml less than the nominal volume, although the intended target was to complete the procedure with a final volume 1 ml below nominal. This underfill is believed to have caused or contributed to the event. Through extensive complaint investigations, central regurgitation events post-deployment with or without report related to leaflet mobility for the s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient and/or procedural factors (malposition, slow recovery of blood flow, leaflet impingment due to calcification or guidewire, over-inflation, post-dilation, and/or under-expansion). The complaint for central regurgitation has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests that procedural factors (valve overinflation/ post dilation) likely contributed to the event as per information provided central regurgitation was observed when post-dilating the valve with 1ml of extra volume. Deploying the valve using more than the prescribed volume or attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation or post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. Additionally, per the training manual, central regurgitation is an associated risk of post-dilation a review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.